Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and found that the device was cracked on both the distal end side and the rear end side. Omsc could not confirm the device history record because the device lot is unknown. Omsc was informed that the user was using anti-fog for the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the chemical cracks by the anti-fog. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Omsc could not confirm the device history record because the lot number was unknown. Omsc confirmed that the user was using anti-fog. Omsc investigated using a similar device and confirmed that the device will not come off the endoscope unless the device was damaged if the device is installed normally. The exact cause of the reported event could not be conclusively determined. Omsc surmised that chemical cracks occurred on the device because of the anti-fog applied to the lens. Omsc concluded there was no serious injury to this phenomenon because the user did not perform the additional treatment for the patient. Omsc submits this MDR as a malfunction report. If additional information becomes available, this report will be supplemented.

Event description:
At the endoscopic retrograde cholangiopancreatography (ercp), the doctor used the device (maj-2315) in combination with the endoscope tjf-q290v. At the beginning of the ercp, the doctor removed the distal end protection tube from the tjf-q290v and used it for the ercp. When the distal end protection tube was pulled out of the device, the tube and the device were caught and the slit of the device was torn. The doctor continued the ercp without noticing that the device was not attached to the tjf-q290v. At the end of ercp, when the doctor removed the tjf-q290v from the patient's body, the doctor noticed that the device was not attached to the tjf-q290v. The doctor also found that the patient's esophageal mucosa was damaged and bleeding. The doctor did not perform the additional treatment including the re-insertion of the endoscope for the patient because the doctor decided that there was no need for treatment. The doctor commented that this patient had a weak esophageal mucosa originally. The user facility has not performed a pathological examination of the collected mucosa.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation, a1, d10, g2, h3, and h6. A1, d10, g2, h3, h6: information added to these fields that was inadvertently not included on the initial medwatch. -visual confirmation results of the actual product. It was confirmed that the actual distal cover was damaged at both the front end and the rear end, making it easy to come off the scope. -reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the returned unopened product of the same lot (h0729), but it was confirmed that the indicated event was not reproduced. -investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -confirmed that the user was using anti-fog. -the customer confirmed that the distal cover would not come off immediately after attaching it to the scope. Based on the visual confirmation results, the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the anti-fogging agent adhered to the cover and was damaged by a chemical attack, making it easy to remove the cover from the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.